Event description:
It was reported that during a low anterior resection procedure, the surgeon said that the rectum was transected by contour, and the anvil was tightened by the purse string and the stapler was introduced into the distal rectum through the anus. And then the anvil was attached with a spike and the surgeon turned the knob in clockwise direction until an orange indicator was located at the bottom part of green zone. The surgeon closed the firing trigger in a normal way, but the crunch sound was not heard. Then the surgeon exerted a greater force to fire but there was no change in the situation. The surgeon opened the anvil and got the stapler out. All staples were not well formed. An anastomosis was not completed and suturing was required to close the gap. Surgery was prolonged one hour. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Uncut washer - blemished. The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that if the indicator is not fully within the green range of the gap setting scale or if the firing handle is not firmly squeezed using steady pressure until the firing handle is fully parallel to the instrument handle, staples could be deployed without completely forming and without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.